Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause of the reported issue was determined to be a false empty detect and use error because the clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that during an evaluation of a returned homechoice (hc) machine, there was one increased intra-peritoneal volume (iipv) event identified which occurred in the therapy initiated on (B)(6) 2013 21:55:41 during the night drain cycle four. The home patient's (hp) ultrafiltration reading of 1902ml indicated that the hp drained 1902ml more than their maximum programmed fill volume of 2000ml. No additional information is available.